Event description:
Customer reported problems turning on the device. While assisting, the customer it was determined the locked meter was now unlocked with the uom selectable. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation on returned meter. The meter was returned with the unit of measure set to mmol/l, but using the c button, the unit of measure could be changed from mmol/l to mg/dl and vice versa. 0204, 0800, 0806 erors were found in error log. Memory overwrite was observed. Meter is operable, but not functioning properly since the unit of measure should be locked. Customers and retailers have been informed through the fa16may2006 letter.